Event description:
It was reported the patient was admitted to the emergency room following multiple inappropriate defibrillation therapy episodes. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition following the intervention. Further information was requested but is not yet available.

Manufacturer narrative:
Additional information was requested but is not yet available.